Event description:
It was reported that the patient's transmitter did not light up and there was evidence of a burn on the power cord. The transmitter was replaced, and the patient did not experience any consequences.